Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the archive data review but was not confirmed during functional testing. There was no device malfunction observed that could have caused or contributed to the ua07 error message. The autopulse platform functioned appropriately and as intended. During visual inspection, the front enclosure was observed to be cracked, and there was a breakage going through one of the screw fittings. The physical damage was unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to user mishandling. The front enclosure was replaced to address the issue. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the reported event date; thus, confirming the reported complaint. The archive data revealed that there was no weight placed on the autopulse platform on/around the reported event date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error; therefore, the reported complaint could not be replicated. During further functional testing, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Also, the autopulse platform passed a 15-minute functional test with a large resuscitation test fixture (lrtf) equivalent to a 250-pound patient, and no issues were observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error, and the platform passed all testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.